Event description:
It was unclear what occurred during the pump stoppage. The nurse and the patient both stated that they did not press the pump stop button, however, the patient had a history of depression.

Manufacturer narrative:
Section b5: additional information. Section: e3, and h6 (patient and device codes): correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed lvad off and low flow alarms that appeared to be the result of an intentional pump stop. A direct correlation between the log file findings and heartmate 3 lvas could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2020, at 01:22pm through (B)(6) 2020, at 07:54am. Lvad off and low flow alarms were captured at 08:55:51 pm on (B)(6) 2020; however, the intentional pump stop controller fault was also captured at this time. This pump stop appeared to be the result of the motor stop command being received by the system. This pump stop event cleared at 08:55:53 pm. No additional atypical events were captured. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. The patient remains ongoing on heartmate 3 lvas and no related complaints have been reported at this time. The hm3 lvas IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump stopped for a short period. Log file analysis showed it appeared that the pump stop button was pressed on the system monitor, briefly stopping the pump for approximately 3 seconds and then the pump resumed operation.